Event description:
On (B)(6) 2011, pt reported she is experiencing elevated blood glucose levels and thinks her infusion device is causing it. Pt stated, she was getting readings in the 20.0-28 mmol/l (360-504 mg/dl) range. Pt's normal blood glucose range is 6.0-10.0 mmol/l (108-180 mg/dl). Pt reported, she changed her infusion set, cartridge and also the vial of insulin she was using. Pt stated, her blood glucose levels was still running high and she was using a syringe to bring her blood glucose down. Pt reported, she switched to her backup infusion device using the same cartridge of insulin and her blood glucose has gone down. On follow up call on (B)(6) 2011, pt reported, she is continuing to use the alleged infusion device at this time. Pt stated, the device is working for her. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.